Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number 14259128 was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 115381. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all ¿infection and molds¿ complaints for the period of feb 2018 through jan 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported a left side "fungal infection, parasite, 4 lymph nodes removed due to silicone migration," and having a "biocell textured." The patient additionally reported having "pots, low blood pressure, chronic fatigue syndrome and shortness of breath, bia illness, lyme disease, mixed connective tissue disease, muscle weakness, fatigue, hasimoto disease, osteoporosis, compromised immune system, afib, tachycardia, pericarditis, secondary adrenal insufficiency, gi issues, yeast over-growth, sjogren¿s syndrome, early menopause onset;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was silicone migration and "biocell textured."

Event description:
Patient reported a left side "fungal infection, parasite, 4 lymph nodes removed due to silicone migration," and having a "biocell textured." The patient additionally reported having "pots, low blood pressure, chronic fatigue syndrome and shortness of breath, bia illness, lyme disease, mixed connective tissue disease, muscle weakness, fatigue, hasimoto disease, osteoporosis, compromised immune system, afib, tachycardia, pericarditis, secondary adrenal insufficiency, gi issues, yeast over-growth, sjogren¿s syndrome, early menopause onset;" these events are not related to the device. Device has been explanted.